Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o ring, scratched case, broken reservoir tube lip, fading serial number label, cracked battery tube threads, cracked case corner of belt clip rails, cracked keypad overlay at select button and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level of 486 mg/dl and customer stated that the clear plastic o-ring on top of the reservoir has been chipped. The customer had treated high blood glucose with manual injection. Customer's blood glucose value was 486 mg/dl at the time of the incident. Customer mother stated that the pump was damage. Troubleshooting was performed and customer stated that pump was dropped and top of the reservoir compartment was chip. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.